Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced strong stimulation for two hours during the night, while they were sure that the stimulation was off. The patient felt the strong stimulation at 3:00am. The patient checked that the device was off, and it was. The stimulation diminished at about 5:00am on its own. The patient later turned on the device and had no issue with stimulation. In the morning the patient presented at the hospital, and the technician checked the device. Impedance measurements were performed and there was no issue with impedances. There was no shocking sensation during stimulation or when palpated over the system. Lead location was checked. Reprogramming was tried. Nothing abnormal was found. The cause of the strong stimulation was unknown. Three weeks later no further issues reported. The event resolved. No further complications were reported or anticipated.